Event description:
The customer reported that during use of this shaver handpiece, it operated on its own. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the shaver handpiece for evaluation, and confirmed the reported problem. During testing of this shaver handpiece, the evaluator found the on/off buttons would not function. Further investigation found the unit has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this device for failures.